Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm. Device was received with a cracked case display window corner and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the customer's insulin pump alarmed failed battery test. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.